Manufacturer narrative:
Block e1: initial reporter address (B)(6); reported here as the address exceeded the character limit for the designated field. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately. Imdrf impact code f1001 is being used to capture the reportable event of a canceled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use during an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the syringe did not generate the necessary pressure for use. The pressure gauge needle would rise but it automatically decreased. The device was never used on the patient. The procedure was canceled after patient sedation and is currently pending rescheduling. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been corrected based on the information received on april 21, 2025. Block e1: initial reporter address 1 is (B)(6); reported here as the address exceeded the character limit for the designated field. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately. Imdrf impact code f1001 is being used to capture the reportable event of a canceled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use during an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the syringe did not generate the necessary pressure for use. The pressure gauge needle would rise but it automatically decreased. The device was never used on the patient. The procedure was canceled after patient sedation and is currently pending rescheduling. There were no patient complications reported as a result of this event. Additional information received on april 21, 2025. It was reported that MFR report # 3005099803-2025-01906 alliance syringe and MFR report # 3005099803-2025-01952 cre pro wireguided dilatation balloon were used in the same patient with same procedure and are related.